Manufacturer narrative:
The explanted ipg will not be returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient who had a non device related cardioversion was reportedly experiencing shocking, burning sensation and pain at the pocket site when the stimulation was turned on at a certain level. It was also reported that the ipg was unable to charge and ipg stopped working after the cardioversion. Database analysis revealed no anomalies. The physician suspected malfunction. The patient underwent an ipg replacement procedure and was doing well postoperatively.